Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic incisional hernia repair, while mesh fixation to abdominal wall, the reload had trouble locking into place onto the tacker (after having been successfully used through two reloads). The device was cycled a few times to get the device back on track and after doing this several times was able to place the reload successfully. Then the device was fired successfully to fixate the mesh within the patient. This worked successfully, however then the distal tip (the reload portion) of the device seemed to be unstable. The device was straightened out and removed it from the trocar to examine. At this point it was realized the elbow where the reload meets the device was loose and flimsy. Even upon completely articulating and straightening the device there seemed to be no strength to this region. A new device was opened to complete the procedure. There was no patient injury.